Event description:
Clinical study. It was reported that 558 days after a coronary artery stenting treatment procedure, the patient required a target vessel reintervention. The patient presented with an acute mycardial infarction. The lesion being treated in the index procedure was a 3.5mm, 100% stenosed, 28mm long portion located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a 3.0x32mm express2 study stent. Residual stenosis was 0%. At 553 days after the index procedure, the patient had angina and underwent a diagnostic catheterization. Due to the result, a complex intervention was performed. During the procedure the patient was treated with unknown stents in the ostial, proximal and mid lad. The mid circumflex was also treated. There were no complications. The patient was discharged 7 days later. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.